Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the user's report of a complete loss of video image. The outer tube of the device was found bent with multiple deep scratches on the distal tip of the device located in alignment with the location of the charge coupler device (ccd) unit. The cause of the user's experience was determined to be from physical damage, likely from user mishandling. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a procedure, there was a complete loss of video image. No allegation of patient injury was reported. Attempts were made to obtain additional information from the user facility without result.